Manufacturer narrative:
There are no previous complaints on the device related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump didn't turn or even receive charge. Replacing the power filyter confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 08/15/2024, znyo medical received a report that during the preventive maintenance (pm), the pump didn't turn or even receive charge. No patient was involved.